Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal results and also gave an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues occurred at an unspecified time on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿210mg/dl¿ with the subject meter. When attempting to obtain this subject meter result the reporter also experienced an unknown error message on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with insulin and other unspecified medication and stated that as a result of the alleged inaccurate high result they took an increased dosage of insulin (specific dose not noted). The patient reported that 30 minutes after taking this action they developed ¿shakes¿; however, did not require any form of treatment as a result of this symptom. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have any control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.